Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the cut wire and distal tip were bent. Additionally, the blue paint band was found to be chipped/peeled. The original opened pouch was not damaged. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to handling during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the nurse removed the device from the package, it was noted that the tip was bent/broken. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient is over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, when the nurse removed the device from the package, it was noted that the tip was bent/broken. The procedure was completed with another dreamtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.